Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. No excessive no delivery alarms noted. Motor tested outside of device and passed. Minor scratches to lcd window, cracked case near lcd window corner, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, stained address serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported that the insulin pump alarmed no delivery then motor error. Customer's blood glucose was 300 mg/dl. Customer treated with manual injection. Customer stated the alarm was resolved by a complete set change. Customer does not want to return the set and reservoir for analysis. Troubleshooting was done for motor error. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.